Event description:
We were using a new piece of equipment: coblator with reflex ultra ptr handpiece. Unit kept faulting; error tone occurred each time it was attempted to be fired into saline bath. Unit also faulted on our first attempt. New handpiece tried, service manual consulted and company representative were consulted via phone as well. Unable to resolve the problem. Back up equipment used.